Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00070. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, this was an intervention via left vertrebral, access complicated by abruption of vertebral. Access to the basilaris possible via false lumen. To open the vertebral it was decided to implant two enterprise stents telescopic technique. A prowler select plus microcatheter (unknown product/lot number) was used for this purpose. The first enterprise stent was implanted without any problems. Due to the difficult access, it was decided to leave the prowler select (mc) in place and advance the next enterprise stent, a 4x23mm (enc402300, 10998144) to the target lesion. However, the stent became stuck at the level of the atlas loop. The resistance was felt at the shaft of the device. No further advancement was possible. Due to the problem, the prowler select was changed and a second prowler select plus was used. Unfortunately, the enterprise got stuck again in the same place. High friction in the catheter was also noted on both attempts. A 6x30 solitaire ab stent was then implanted successfully with the same second prowler select at the planned site. The surgery was delayed by 30 minutes due to the reported event, however, the physician did not feel that the prolongation was clinically significant. The procedure was successfully completed. There was no evidence of physical material within the device. No excessive force was applied to the devices. The device was removed from the patient without additional intervention. Adequate flush was maintained through the devices. It is unknown if there was a loss of cerebral target position.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, this was an intervention via left vertebral, access complicated by abruption of vertebral. Access to the basilaris possible via false lumen. To open the vertebral, it was decided to implant two enterprise stents telescopic technique. A prowler select plus microcatheter (unknown product/lot number) was used for this purpose. The first enterprise stent was implanted without any problems. Due to the difficult access, it was decided to leave the prowler select (mc) in place and advance the next enterprise stent, a 4x23mm (enc402300, 10998144) to the target lesion. However, the stent became stuck at the level of the atlas loop. The resistance was felt at the shaft of the device. No further advancement was possible. Due to the problem, the prowler select was changed and a second prowler select plus (unknown product/lot number was used. Unfortunately, the enterprise got stuck again in the same place. High friction in the catheter was also noted on both attempts. A 6x30 solitaire ab stent was then implanted successfully with the same second prowler select at the planned site. The surgery was delayed by 30 minutes due to the reported event, however, the physician did not feel that the prolongation was clinically significant. The procedure was successfully completed. There was no evidence of physical material within the device. No excessive force was applied to the devices. The devices were removed from the patient without additional intervention. Adequate flush was maintained through the devices. It is unknown if there was loss of cerebral target position. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft - resistance/friction-loss of mc cerebral target position¿ could not be confirmed. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.